Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evprop2329us, serial (B)(6) , ubd: , UDI#: (B)(4) this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with a calcified aortic arch, the valve was successfully loaded by an experienced loader and confirmed via fluoroscopic, visual and tactile methods.frame node overlap was noted to the second node. During implant, difficulty in advancing the delivery catheter system (dcs) was reported. The dcs was able to pass after being rotated and torqued. After advancing the dcs through the aortic valve, the valve failed to expand and it was difficult to withdraw the nose cone, but a recapture was performed. Calcification on the valve leaflet was noted. The valve was pulled to the ascending aorta and a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. On the second deployment attempt, the valve was at an approximate depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). The valve position was unchanged at the time of release. The valve was implanted. The patient's blood pressure following the implant was 112/30 millimeter of mercury (mmhg) to 80/25 mmhg. Transesophageal echocardiogram (tee) showed severe paravalvular leak (pvl). Two guidewires and a non-medtronic stent were inserted in the left coronary artery as protection prior to performing a post-implant bav. The valve was expanded with a 22 millimeter (mm) balloon widening the frame. Following the post implant bav, the patient's blood pressure stabilized at 120 to 140/40 mmhg. The coronary artery function was adequate, with no occlusions reported. The procedure was completed with no coronary intervention as the stent was not implanted. The patient left the catheter lab awake, had no problems with movement of both lower limbs, and was able to confirm speech. One day following the valve implant, dysarthria was observed in the recovery unit. Magnetic resonance imaging (MRI) and computed tomography (CT) were performedbut no obvious infarction or hemorrhagic foci were observed. Aphasia was observed, however, no agnosia and no movement disorders were reported. According to the physician, it was thought that as multiple bavs were involved, it was possible that there was a cerebrovascular disorder near the language center due to transient ischemic attack (tia). Per the physician, the tia was related to a previous tia. The patient recovered by rehabilitation. In addition, an aortic dissection was confirmed from the descending aorta to the aortic arch. No treatment for the dissection was reported. No adverse patient effects were reported.